Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of am 80.5 mm in diameter fusiform abdominal aortic aneurysm. It was reported that the patient had an myocardial infarction and expired. There was no further information provided. No additional clinical sequelae were reported.